Event description:
It was reported that the manufacturer representative was at a procedure and implanting two leads equally at t7. With one multi-lead trialing connector (mltc) they did impedance check and all results were out of range, greater than 10,000. Higher amplitudes were tried and impedances were still out of range. The patient was not feeling stimulation at 6.5v. There was no ionic solution going into the mltf and there were no issues with implanting the leads. It was advised that impedances be tested at 3.0v and 8-10 and 12-14 were out or range at 26807-30000, 11 and 15 had greater than 40,000. It was advised that the mltc connection be checked and that the mltc was closed all the way. The leads were reinserted into the mltc to ensure that connections were aligned and impedances were retested. Reference 0: impedance results were lower than previous measurement (range of 10,000 to 16,000), except for electrodes 2, 11, 12 which were >40,000. Viewed other reference electrodes which were in similar range as reference 0. It was advised trying simple bipolar pair to see if patient could feel stimulation and running stimulation for a while and checking therapy impedance. Fluoro showed leads look to be in good position. Post-trial they still had high impedances. The physician wanted to leave the leads in place and wanted to test again on (B)(6) 2015. On (B)(4) 2015, additional information was received indicating that the cause of the impedances were no determined. Another impedance test was ran at 3v and impedances were still high however they did decrease from the previous day. 0-7 in the 4,000 range and 8-15 in the 3,000 range. The manufacturer representative met with the patient and tried to program to get the stimulation. They were able to get a little bit of stimulation in the left mid back and the left rib area at amplitudes of 9 but then started feeling sharp pressure pain in back area so they stopped. The patient was still not able to get good stimulation on (B)(6) 2015, the physician wanted to try and reposition the leads to see if that works if not they would remove the trial leads. Impedances were check again on (B)(6). Contacts 0-7 reduced but still in the 2,000 range and 8-15 reduced but still in the 2,000 range as well. Physician repositioned leads and post reposition the manufacturer representative was able to get good stimulation coverage. They attempted to trial it overnight but the patient was getting unwanted pressure in their low back and the patient was asked to come back on (B)(6) to have the leads removed. This was considered a failed trial, two mltcs were used and four leads used. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977d260, serial # (B)(4), product type screening device; product ID 977d260, serial # (B)(4), product type screening device; product ID 977d260, serial # (B)(4), product type screening device; product ID 977d260, serial # (B)(4), product type screening device; product ID 977d260, serial # (B)(4), product type screening device; product ID 977d260, serial # (B)(4), product type screening device; product ID 3555-31, lot # n525798, product type screening; device product ID 3555-31, lot # n525798, product type screening device; product ID 977d260, serial # (B)(4), product type screening device; product ID 977d260, serial # (B)(4), product type screening. (B)(4).